Manufacturer narrative:
It was reported by an attorney that the patient underwent complete interstim system implantation on (B)(6) 2012, which consisted of, incision and implantation of timed, quadripolar lead electrodes into foramen iii, fluoroscopic guidance for needle placement, subcutaneous implantation of sacral nerve neurostimulator, and electronic analysis with complex programming, due to urge urinary incontinence and urinary retention. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that post insertion patient experienced pain, infection, recurrence, bleeding, urinary problems, and bowel problems. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency and urinary tract infection. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary frequency and urinary tract infection.

Manufacturer narrative:
It was reported that post implantation of mesh, the patient did not show any improvement in stress urinary incontinence and developed urinary retention. She declined to have the mesh excised and had the interstim test (medtronic) implanted bilaterally on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress incontinence.